Event description:
It was reported that impactors found cracked in wash.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: the device associated with this report was returned to depuy synthese for evaluation. Visual analysis of the device confirmed the reported allegation. The device was found cracked in the middle section. The cracked condition cause that the device chipped along the cracks. Depuy synthese considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.